Manufacturer narrative:
Complete information for patient sid; (B)(6). All available patient information were included, no additional patient information was available. The investigation into this matter found that the mixer blade is held to the mixer by a screw/nut and caulking pins. It was noted that the screw and nut may fail and detach from the mixer. The caulking pins could then break and cause the mixer blade to separate from the mixer. With the mixer blade missing, the sample and reagent are inadequately mixed. A product correction letter was issued on 01may2019 to all customers with installed architect c4000, c8000, and c16000 processing modules informing them of the potential for the mixer blade to separate from the mixer, which could result in inadequate mixing of the reaction mixtures, leading to the potential for incorrect results. The letter instructs the customer to immediately inspect all mixers on the architect c systems, incorporate the mixer inspection procedure into their daily maintenance, and provides instructions on troubleshooting if an unusual noise is noted from the rear of the instrument or if any cuvette washer movement errors are generated.

Event description:
The customer obtained a falsely depressed sodium result while using the architect c8000. Sample ID (B)(6) generated 120 mmol/l and repeat on a second architect generated 127. All results were below the customer's normal range of 136 to 145 mmol/l. It was noted that qc was out of range following the initial result. During troubleshooting, the customer noted that blade for mixer 1 was detached, which was replaced. Following troubleshooting the sample was repeated on the original analyzer generating 128 mmol/l. No impact to patient management was reported.